Event description:
While orthopedic surgeon was inserting an acetabular bone screw, the tip of the screw broke off inside the pt (left total hip replacement). In the need of the screw head, md unable to retrieve broken piece of screw driver, so he left it in place.